Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons were unresponsive. The blood glucose reading was 180 mg/dl. It was advised that the customer discontinue use of the insulin pump and revert to a back up plan as per a health care professional's instruction. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad trace. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.